Manufacturer narrative:
The reported event of sensing r-wave amplitude variation was confirmed. Electrical testing did not find any indication of conductor fractures. Shorting was noted between the inner coil to ring electrode conductor path. X-ray examination found bunching of the inner coil noted at the connector region consistent with damage occurring at the time of the procedure. The reported event was isolated to the damaged inner coil at the connector region.

Manufacturer narrative:
Correction: b5 - corrected the description for unacceptable r-waves that were noted.correction: h6 - corrected coding to include device sensing problem.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had unacceptable sensing of r-waves; multiple positions were attempted. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had unacceptable capture threshold; multiple positions were attempted. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.